Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with consult. The usual troubleshooting of wand position was diligently attempted, to no avail. The ICD remains in service. Additional information from the field representative was received, mentioning that the observed behavior was related to the consult unit and not the ICD. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with consult. The usual troubleshooting of wand position was diligently attempted, to no avail. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.